Event description:
It was reported the customer was hospitalized for low blood glucose. The customer stated, she gave a little too much insulin when correcting for her dinner. Troubleshooting was performed and pump programming and function appeared to be normal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.